Event description:
PICC line leaking at hub requiring line to be removed on a medically fragile infant; this is the 5th event of this nature with this product (same lot number with each event). FDA safety report ID # (B)(4).